Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that two days after the replacement on (B)(6) 2015, the patient was unable to turn on the ins. The patient never contacted their healthcare provider (hcp) or a manufacturer representative and the ins is now overdischarged and could not be interrogated. The patient stated that the ins was defective. The patient was having pain on the left side of their neck and was concerned that the lead had moved. It was determined that the leads were in the same position and that the pain was not related to the ins. No related symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.